Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, it was reported that at around noon, the patient was driving and she was unable to monitor her cgm readings as she was focused on the road, when she felt dizzy and got into an accident because she swerved across the road and the wheel slammed into a bump, fortunately no injuries were sustained and she was conscious during the event. Her sensor had never given any alert and she believes that it was giving readings within the normal range. The patient called the emergency medical team (emt) herself for medical assistance and still didn't check her cgm readings as she was still feeling dizzy. When the emt arrived, they didn't checked her bg and transported her straight to the emergency room (ER). At the ER, her bg was measured 47 mg/dl but she still unable to check her cgm readings. She was treated with IV dextrose and drank 4 cups of apple juice to alleviate the symptoms (still feeling dizziness). However, she was told to stay at the ER for close monitoring as the doctor also noticed slurred speech. The patient was discharged the next day (B)(6) 2026 with a normal bg (unspecified value) without symptoms (the patient was in the ER for more than 24 hours). Patient thinks that her cgm was giving her normal readings the whole time considering that she didn't get any alerts at all. The patient was doing fine at the time of the call. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.